Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 1) 20.3 mmol/l, 1.1 mmol/l, and hi (greater than 33.3 mol/l) 2) 5.2 mmol/l, 22 mmol/l, hi, 1.1 mmol/l, and hi the comparisons were obtained on different occasions. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).